Event description:
The manufacturer received information alleging the screen was blank "even though air flow started even after starting" the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational check. During the evaluation of the device at the manufacturer's service center, an "lcd display" code was found in the ventilator's downloaded error log. The device's lcd display would need to be replaced to address the issue. The customer requested that no repairs be made to the device.